Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a pump with a "stop" key that does not work/works intermittently. This event occurred during pt use with the step of the process being unknown. There was no pt injury or medical intervention associated with this event. This pump contains user interface module master software version 5.09.90 which is categorized as "colleague 2006". No additional information is available.